Event description:
It was reported that a craniofacial module wasn't opened properly on (B)(6) 2014. It was reported that the 1.0mm craniofacial module would not open properly due to a screw or screws becoming dislodged from their holes and jamming up the tray lid. After a surgical delay of 2 minutes, the lid was able to be opened and the implants were able to be placed back inside where they were seated. The surgery was completed successfully and the patient recovered fine. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.